Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g4,h1,h2 additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g4, h1, h2, h3 and h6 by removing the 5f 7mm x 40mm 135cm precise pro rapid exchange (rx) self-expanding stent (ses) delivery from the protective packaging it was noted that stent was outside of the delivery shaft making it impossible to use. There was no reported patient injury. The device was returned for analysis. A non-sterile unit of ¿precise pro rx ous carotid system, 5f, 7mm x 40mm, 135 cm¿ was received for analysis coiled inside of a clear plastic bag, along with a deployed stent. The device was unpacked and was placed at one metallic tray to be inspected. A thorough inspection was performed, and no damages or anomalies were observed neither on the stent delivery system (sds) nor on the stent itself. The hemostasis valve was returned closed tight. No other outstanding details were noticed. Dimensional analysis was performed to verify the usable length. Dimensional analysis result was found within specification. Functional analysis was not performed due to the unit was returned fully deployed. A product history record (phr) review of lot 17902995 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds)-ses ~ deployment difficulty - premature/during prep¿ was not confirmed due to the stent was retuned, fully deployed. The exact cause of this condition could not be conclusive determined during the analysis. However, it is probable that the user¿s interaction with the device during device preparation may have attributed to the reported event. Per product analysis, no damages or anomalies were observed neither on the stent delivery system (sds) nor on the stent itself. Per the instructions for use (IFU) ¿preparation of stent delivery system- caution: the stent delivery system is shipped with the tuohy borst valve open. Be careful not to prematurely deploy the stent during preparation. Prep the device in the tray per instructions below. Close the tuohy borst valve prior to removing the device from the tray.¿ it is reasonable to consider that the user¿s interaction with the device during device removal from the packaging tray resulted in the premature deployment. Additionally, the hemostasis valve was returned tightly closed, per analysis. Indicating that the end user manipulated the device. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.

Manufacturer narrative:
When removing the 5f precise pro rapid exchange (rx) 7mm x 40mm 135cm self-expanding stent (ses) delivery system from the protective packaging it was noted that stent was outside of the delivery shaft making it impossible to use. There was no reported patient injury. The device was not returned for analysis. A product history record (phr) review of lot 17902995 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Without the return of the device for analysis the reported ¿stent delivery system (sds)-ses~ deployment difficulty - premature/during prep¿ was not confirmed. It is difficult to draw a clinical conclusion between the device and the event based on the information available. However, it is probable that procedural and or handling factors such as the user¿s interaction with the device during device preparation may have contributed to the reported event. According to the instructions for use (IFU) ¿preparation of stent delivery system: caution: the stent delivery system is shipped with the tuohy borst valve open. Be careful not to prematurely deploy the stent during preparation. Prep the device in the tray per instructions below. Close the tuohy borst valve prior to removing the device from the tray. Open the outer box to reveal the pouch containing the stent and delivery system. Check the temperature exposure indicator on the pouch to confirm that the black dotted pattern with a grey background is clearly visible. See warnings section. After careful inspection of the pouch looking for damage to the sterile barrier, carefully peel open the pouch and remove the tray. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used. While in the tray, attach a stopcock to the y connection on the tuohy borst valve. Attach a 5-cc syringe filled with heparinized saline to the open stopcock and apply positive pressure until saline weeps from the proximal end of the tuohy borst valve. Lock the tuohy borst valve. Close the stopcock attached to the tuohy borst y connection. Extract the stent delivery system from the tray. Examine the device for any damage. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. If a gap between the catheter tip and outer sheath tip exists, open the tuohy borst valve and gently pull the inner shaft in a proximal direction until the gap is closed. Lock the tuohy borst valve after the adjustment by rotating the proximal valve end in a clockwise direction.¿ neither the phr review nor the information available suggests a design or manufacturing related cause could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 17902995 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, by removing the 5f 7mm x 40mm 135cm precise pro rapid exchange (rx) self-expanding stent (ses) delivery from the protective packaging it was noted that stent was outside of the delivery shaft making it impossible to use. There was no reported patient injury. The device will be returned for evaluation.